Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer provided logs and video for evaluation. The video shows no start-up sequence and there is too much background noise . The attached log files are too old and not relevant to the current issue. The technical support provided questions to be asked from the customer. Advised to open and check connections and to perform a hard reset to see if there is any difference in outcome. Lastly, to get the latest logs if possible. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 unit has no display and no confirmation sound during an engineer scheduled inspection. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to epc - black screen during use. Most likely this was an epc black screen during use case caused by die crack due to mechanical stress caused by particles in the conductive paste. As a resolution, advise to properly "hard reset"the unit with provided video guide. If problem persist, instruct to swap a good ui assembly to verify mainboard issues or ui issue. Reached out to customer for update, but no response after several attempts.